Event description:
The customer reported that the forceps elevator of the subject device had a loose wire. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, it was observed that the adhesive part of the light guide (lg) lens was peeling off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeling off).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the adhesive peeling off was likely due to physical stress due to dropping the device, or the device hitting a hard surface, or deterioration due to chemical stress, such as from the cleaning, disinfecting, and sterilization processes. However, a definitive root cause could not be determined. During inspection and testing, the customer's reported issue (forceps elevator had a loose wire) was not confirmed or duplicated. In addition, service found the adhesive rubber was cracked, due to external factors. The bending angulation was insufficient due to stretching of the angle wire. There was play in the angulation knob due to stretching of the angle wire. The insertion tube was wrinkled at the insertion section due to external factors. There was a flaw in the boot on the insertion tube side due to external factors. The paint on the suction cylinder was peeling. The instrument channel port was shaved, and several of the device components demonstrated scratches due to external forces. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.